Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user had hyperglycemia. Blood glucose level was 480 mg/dl. Customer stated that the infusion set was not letting the insulin through and they experienced high blood glucose. No further details given. Insulin pump will not be returned for analysis.